Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use at the time of the reported event. The procedure was completed by restarting the system. A philips field service engineer (fse) inspected the system on-site and identified a motor assembly error for frontal longitudinal movement. Analysis of log file identified longitudinal position error during pivot movement which confirmed the reported malfunction. The fse performed stand longitudinal calibration and verified system function for resolving the issue. After this repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that motorized movements were not available. There was no reported patient or user harm. Philips has started an investigation of this complaint.